Manufacturer narrative:
Investigation of the log files indicated that the installer had not correctly configured the installation correctly. Instructions for use and training material are correct.

Event description:
All displays suddenly going black during surgery (endoscopy). Had to reselect sources from touch panel, then ok. All displays suddenly going black during surgery (endoscopy) when selecting a source to other sink (external recorder). Had to reselect sources from touch panel, then ok. Suddenly bad image quality on surgery monitors (3d image) no harm to the patients was reported.